Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level over 100 mg/dl, 560 mg/dl and the current blood glucose level was 549 mg/dl. The customer assisted with troubleshooting for high blood glucose. The customer stated that the symptoms related to high blood glucose such as thirsty. The customer was treated with insulin and manual injection for high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.